Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc checked this device and found that the serial no. Of this device was not (B)(4). It was (B)(4). Omsc checked the device history record of the subject device, and there was no irregularity found. Omsc evaluated the device but the reported phenomenon was not reproduced. Omsc confirmed the following. In a state in which all of the cable was bent, the endoscopic image did not have any abnormality. After the aging this device, the endoscopic image did not have any abnormality. Omsc found that the water-tightness of the connecting part of the camera-head and the camera-cable decreased. Omsc found that the evidence of the exposure to water and the stay of an abstergent on the circuit board that is internal of the connecting part of the camera-head and the camera-cable. Based on the above information, omsc surmised that the mechanism of this event was the following. The rubber seal of the connecting part of the camera-head and the camera-cable became depleted. So the water-tightness of this part decreased. The water irrupted into the interior of this device from this part passingly. The electrical short circuit was caused by the water. So the endoscopic image was disappeared. The otv-s7proh-hd-12e instruction manuals state the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device will return to olympus medical systems corp.(omsc) for evaluation. Omsc has not yet received this device. Omsc checked the device history record of the subject device, and there was no irregularity found. The otv-s7proh-hd-12e instruction manuals state the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
On (B)(6) 2015, olympus was informed the following information. During a laparoscopic percutaneous extraperitoneal closure, the endoscopic image disappeared. The facility replaced the subject device with a spare device and the physician completed the procedure. There was no report of the patient's injury regarding this event. After this event, the facility reconfirmed the endoscopic image using the subject device. But the reported phenomenon was not reproduced, and endoscopic image appeared without any abnormality.